Manufacturer narrative:
G3, h2, h3, and h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hex nut and bolt broke off the device, rendering the device inoperative. The broken components were not returned. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. D8 and d9: device returned g2: report source update.

Event description:
It was reported that one (1) freedom post is broken. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.